Event description:
It was reported that patient was seen with high impedance and was referred for potential revision surgery. The patient was noted to have recently fell. Ap chest, ap neck, lateral chest, and lateral neck x-rays were received and reviewed. The lead pins are not fully inserted as the pin closest to the generator cannot be seen through the connector block. The generator placement was determined to be not placed per labeling, as it is located at the 8th posterior rib in the left chest. Based on the images provided, the feedthrough wire continuity is intact. A portion of the lead was visualized in the chest and neck and no gross fractures or discontinuities were seen. No known surgical intervention has occurred to date. No relevant information has been received to date.

Event description:
The patient had full revision surgery. During surgery, one lead was found to be loose leading to a premature conclusion that the high impedance was due to incomplete pin insertion. Connection to the ipg showed repeated high impedance and testing generator alone showed normal impedance leading to the suspicion of a lead fracture. They then proceeded with a full revision surgery. The explanted device has not been received to date. No other relevant information has been received to date.